Event description:
Received a summons naming airsep corporation, claiming: (B)(6) died on (B)(6) 2011, from an alleged malfunctioning visionaire v oxygen concentrator that had improper flow setting and flow rates. In (B)(6) 2011, the unit's alarm sounded and lincare (homecare provider) picked up the unit from the house and returned it on (B)(6) 2011, representing that the unit had been repaired and working properly. The unit was prescribed to help with copd and as a means of survival. On (B)(6) 2011, 2 days after being placed on the oxygen concentrator, (B)(6) took a turn for the worse and was taken to (B)(6) hospital where she was confined to critical care unit and placed on a ventilator. She died (B)(6) 2011. The cause of death listed on her certificate is "hypercapnic respiratory failure." The oxygen concentrator was again inspected after death, and while the flow rate on the unit was in fact set at 2.0 liter per minute ("lpm" 0, testing revealed that the actual flow rate on the unit, as measured with a calibrated flow tester, was equal to or less than 0.51 lpm. The unit failed the flow verification test. Unknown is what repair and testing lincare performed to the oxygenated concentrator, who also performed the inspection after at death, and where the device is presently.

Manufacturer narrative:
Trying to arrange an examination of the device.